Event description:
It was learned through implant patient registry that a patient with a 27mm 6900ptfx mitral valve underwent a valve-in-valve procedure after an implant duration of 4 years, 2 months due to unknown reasons. The procedure was performed with a 26mm 9750tfx transcatheter valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b7, g3, g6, h2, h6(type of investigation) corrected sections: h6(component code, clinical code, device code, investigation findings, investigation conclusion). Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. The most likely root cause is patient-related factors, including coronary artery disease, history of coronary artery bypass graft, chronic kidney disease, diabetes mellitus, hyperlipidemia and chemotherapy. The subject device is not available for evaluation as it remains implanted in the patient. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry and medical records that a patient with a 27mm 6900ptfx mitral valve underwent a valve-in-valve procedure after an implant duration of four (4) years, two (2) months due to severe stenosis, moderate central leak and mild pvl. Patient presented with shortness of breath, fatigue, occasional chest pain and peripheral edema. The procedure was performed with a 26mm 9750tfx transcatheter valve. Per medical records, echo showed mean gradient of 14.7 with moderate central leak and mild pvl. Tee revealed severe mitral stenosis. Patient was not a candidate for mvr due to patient initial mvr being difficult as a result of significantly calcified posterior annulus and enlarged la. This is a 75-year-old female patient edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.